Event description:
It was reported that an ilet bionic pancreas generated repeated alert code 38 indicating a motor stall despite restarts and full battery, and a replacement device was arranged with instructions to power down the malfunctioning unit and return it. Symptoms included none, and the user¿s blood glucose remained in range. Outcomes included temporary transition to backup insulin therapy with no clinical impact reported. Investigation included device replacement logistics and monitoring of user status. Investigation of this device revealed a suspected pump motor stall consistent with an internal pump mechanism malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.